Event description:
Acute pain in hip secondary to failed hardware after approximately 6 months status post open reduction and internal fixation subtrochanteric fracture of right femur. Or: removal of failed hardware right proximal femur repair on non-union with locked intramedullary femoral nail & autogenous iliac crest grafting [per pt, while stepping off curb, plate snapped].